Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07017, 1627487-2024-07018 it was reported the patient they had been manipulating and twisting the ipg. X-rays were taken and showed that the extensions were all twisted. Surgical intervention was undertaken wherein the extensions and ipg were explanted and replaced. Therapy was restored post-op.